Event description:
Rn was starting IV on pt using shielded IV catheter hcp jabbed rt thumb when the stylet was withdrawn. This rn was inserviced on this device and stated was told during inservice that the stylet might have to be removed like the old IV catheters until used to this product. Therefore, the hcp did not press the button to retract the stylet while in the pt's vein. This was an employee who was stuck with stylet.